Manufacturer narrative:
The manufacturer confirmed evidence of thermal damage to the dc power supply enclosure. The manufacturer's investigation concludes the most likely cause of the thermal event in the power supply was an external over-current condition to a capacitor (electrical overstress). The manufacturer will continue to monitor for similar complaints or trends, and concludes no further action is necessary.

Event description:
It was alleged that a power supply associated with a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no report of patient harm or injury. The manufacturer's investigation is on-going. A follow up report will be filed upon completion of the manufacturer's investigation.